Manufacturer narrative:
All centers receive training consistent with the guidelines set forth in the "css console user manual," which states in section 5.10 ("crating instructions") that the system power switch is to be set to "off" for crating/shipment. Typically, the console can run off of battery power for a minimum of 2 hours. During shipment the console ran on battery power for much greater than 2 hours, draining the batteries to depletion. When the battery voltage dropped below a tolerable threshold for the backup power supply to sustain its output, power transistor "qa" failed, causing a short circuit condition, which immediately blew the fuse "fa". This resulted in the perceived failure of the alarm panel, laptop computer and vacuum display, when in fact these components were inoperable because of the failed power supply. The backup power supply was repaired and passed all testing. The console batteries were also replaced, and the css console subsequently passed the console test validation protocol. This failure mode poses a low risk to a pt because the issue was observed at receipt during initial checkout and the css was not supporting a pt. In addition, each css console controller has its own internal backup battery and power supply. Although the console was not supporting a pt at the time of the reported issue, the controllers would have continued to perform their life-sustaining functions even if the console's power supply failed. Syncardia has completed its eval of this complaint and is closing this file.

Event description:
This css console was not supporting a pt. Customer reported that this css console had been shipped from another hosp, and upon receipt at initial checkout, the "low battery" light illuminated. He further reported that there was no display on the vacuum indicator, he was unable to turn on the alarm panel or the monitoring computer, and he was unable to calibrate the css console. The css console was returned to syncardia for eval. The root cause for the customer-reported issue was a defective backup power supply. The backup power supply's fuse blew due to failure of the a2 power board, which inverts the dc voltage to ac. Customer reported that the css console was received with the "battery discharged" led illuminated and that the system power switch was left in the "on" position during shipment.